Event description:
Procedure: low anterior resection. Reportedly, the instrument did not cut completely which resulted in a tear of the peri-anal tissue. The procedure was converted to an open procedure to do a colostomy.